Manufacturer narrative:
Product event # (B)(4). Eval code method/results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Event description:
During a pacemaker generator change-out procedure, the pulsar system was activated and there was a spark from the tip of the device. The spark did not cause any tissue damage or unintended treatment. The customer was unsure the exact size of the spark, but it was brief and only appeared for a moment. The device tip did not come in contact with the pacemaker or the leads. The doctor injects antibiotics into the surgical site prior to initial incision and felt the spark may have been due to the tip coming in contact with alcohol from the antibiotics that had not been fully absorbed into the tissue. The doctor continued using the same generator and hand piece. Near the end of the case, there was a second spark which the doctor felt occurred due to oxygen saturation at the surgical site. Again the spark did not cause any tissue damage or unintended treatment. The customer was unsure the exact size of the spark, but it was brief and only appeared for a moment. The case was completed with the same hand piece and generator with no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.